Event description:
The handpiece became hot and burned the inside cheek of the patient's mouth. Patient was prescribed "viscus laticane" and "parogard". Patient is getting better.

Manufacturer narrative:
Maintenance information was reviewed with the office and maintenance sheets were sent. Bearings were worn and gritty in drive assembly and shaft. Debris level was medium.